Manufacturer narrative:
Maquet medical systems USA, submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The sample was not available for investigation. The investigation is ongoing and a f/u report will be provided when new info is available.

Event description:
Connector was broken off during unpacking. No pt involved. (B)(4).